Event description:
A malfunction was reported on the customer's pump, and no notable events occurred prior to the issue. There was no adverse impact on the customer's blood glucose level. The technical support team decided to replace the pump, and the customer was advised to use manual insulin therapy as a backup. The support team provided a new pump as the original was still under warranty. They confirmed the shipping details and instructed the customer on storage mode procedures, returning the problematic pump, and setting up the replacement device. The customer acknowledged all instructions and actions.